Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the findings was traced to the user for the failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event can be detected and/or prevented by following the instructions for use which states: page 3: perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed. Inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). After each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the subject device connector of the transducer was burned. There was no patient involvement.